Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 20, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up report is due to device evaluation). (Device evaluated by manufacturer). (B)(4). Upon completion of the investigation, the event could not be confirmed. The actual sample was visually inspected and no anomalies were found such as a break that would contribute to the reported complaint. The actual device was then filled with saline solution, while the blood outlet port was clamped, and was pressurized to 2.0kgf/cm2 for six (6) hours. No leak was found. The blood inlet and outlet ports were subjected to dimensional checks and confirmed to meet product specifications. Further, this device was 100% leak tested and visually inspected during the production process. A review of the device history record confirmed that no anomalies were found. A definitive root cause could not be determined but has been attributed to excessive pushing of the tube over the blood inlet port which caused a gap between the tube and the port allowing the priming solution to leak. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during prime a possible fiber leak was found. The product was changed out and the procedure was completed successfully without delay. No patient involvement as this occurred during prime. Product changed out. Procedure completed successfully without delay.